Event description:
It was reported that indecipherable dual electrograms were found on the remote pacemaker transmission. The device remains in use. It was further reported that the right ventricular (rv) lead exhibited a high threshold measurement, which appears to have been trending for some time. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 ipg implanted: 2008-(B)(6). (B)(4).